Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet and addressed the event with oral glucose. Symptoms included episodes of both low and high glucose. Outcomes included no hospitalization and resolution with user-led troubleshooting and education. Investigation included a review of use-related factors and troubleshooting with the user. Investigation of this case revealed no confirmed device malfunction and no identifiable root cause. It was concluded that the event was user-reported with an undetermined cause and no device deficiency identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.